Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was flipped. The ins was flipped back by the patient¿s doctor on the day of the report but was still at an angle and recharging was extremely difficult. They were going to seek a replacement and put in a non-rechargeable ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n202814, implanted: (B)(6) 2009, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).